Event description:
It was reported that (1) device was used during a gastric bypass. It was reported by the rep that the tlc55 instrument jammed and could not fire. Another tlc55 instrument was used to complete the case. There was no consequence to the pt.